Event description:
The valve was implanted for ventriculo-peritoneal shunt at 110 mmh2o in 2009. As overdrainage was observed, the neurosurgeon has changed the pressure setting of the valve to 180 mmh2o then to 200 mmh2o. As the overdrainage was still observed, the valve was explanted. The doctor has requested to check the valve.

Manufacturer narrative:
Results of analysis will be developed in a follow-up report.